Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 403 mg/dl and was hospitalized with diabetic ketoacidosis. The customer had symptoms such as excessive thirst and urination and slight nausea. Customer's blood glucose value was 233 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed and it was found that cannula was bent. Customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test.